Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Based upon the information from the olympus local service department, olympus medical systems corp. (Omsc) surmised that foreign material came from the injection tube of the subject device¿s accessory and/or the silicon rubber product used in the endoscopy room. The exact cause of this event could not be conclusively determined. Omsc surmised that the reported phenomenon occurred due to the following causes. Component of peripheral equipment (injection tube, silicon rubber product) got broken, and then fragments entered the air/water channel of the subject device. Fragments which got into air/water channel reached nozzle, then clogged there.

Manufacturer narrative:
The subject device was returned to the olympus local service department. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the evaluation at (B)(4) on (B)(6) 2021, it was found that the nozzle of the subject device was clogged with foreign material. Other detailed information was not provided. There was no report of patient injury associated with the event. This device is an olympus asset.